Event description:
Pt was receiving humidifier treatment. A nebulizer with air entrapment and immersion heater adapter was being used with a humidifier nebulizer heater to provide pt treatment. The humidifier nebulizer heater's internal thermostat malfunctioned permitting the heater to become overheated. This caused the premature evaporation of the distilled water in the nebulizer. The nebulizer was deformed by the heat and it is suspected that the draw tube in the nebulizer contacted the overheated heater in the oxygen rich environment which resulted in a fire. Nursing staff heard the nebulizer hit the floor and the sound of escaping oxygen. The pt was quickly disconnected from the humidifier tubing and removed from the room. The fire was extinguished using a hand held extinguisher. The pt sustained mild smoke inhalation and was transported to the main hosp for treatment.